Manufacturer narrative:
Additional information: b5, d1, d4, d9, g4, h4.

Event description:
It was reported that, after a journey bcs primary right knee surgery had been performed on 2006, a revision surgery was performed on 2008 in order to exchange an unkn journey bcs / journey ii bcs knee insert. Then, the patient experienced an unspecified adverse event that was solved by a second revision surgery on 17-nov-2021, in which it was found that a journ art ins bcs std 7-8 rt13 was broken. Current health status of patient is unknown.

Event description:
It was reported that, after a journey bcs primary right knee surgery had been performed on 2006, a revision surgery was performed on 2008 in order to exchange an unkn journey bcs / journey ii bcs knee insert. Than, the patient experienced an unspecified adverse event that was solved by a second revision surgery on (B)(6) 2021, in which it was found that an unkn journey bcs / journey ii bcs knee insert was broken. Current health status of patient is unknown.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device was severely worn and damaged. The post was also fractured from the device. The fractured component was not returned with the device. The device was also discolored along the surface likely from extended exposure to bodily fluids. A review of complaint history did not reveal similar events for the listed device. The clinical/medical evaluation concluded that without the requested clinically relevant information, the root cause of the insert post breakage cannot be definitively concluded. The patient impact beyond the reported post insert breakage and revision cannot be determined. The patient¿s current health status remains unknown and no further clinical medical assessment is warranted. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use document revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. Due to the need of a revision surgery, the contribution of the device to the reported event could be corroborated. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary.